Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have dislodged crimp from the yaw cable at the distal end near the monopolar yaw pulley. Yaw cable is not broken. Components adjacent to the dislodged crimp do not show damage. The complaint regarding a broken cable was confirmed by failure analysis. The root cause of instrument cable crimp - dislodged is typically attributed to a component failure. Isi followed up with the initial reporter and obtained the following additional information: there were no issues that occurred during the procedure as a result to the damaged device. The instrument was inspected prior to use and nothing out of the ordinary was noticed. There were no instrument collisions. Patient information couldn't be provided.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.